Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was inquiring about adjusting insulin pump to fix blood glucose. The customer stated they have been running high lately and does not want to contact their doctor each time the insulin pump is not working correctly. The customer's blood glucose was unknown. Then the customer's mother called stating the customer will call us back to troubleshoot for high blood glucose.